Manufacturer narrative:
In the course of the investigation by the manufacturer further information was requested. It was stated by the customer that the hospital biomed determined that the pcb cpu was bad and therefore no logs could be retrieved. Further information including the affected part could not be made available. Therefore it was not possible to confirm the complaint or identify the exact root cause of the reported event. In case of a device shut down the user would be alerted to this condition by an audible power failure alarm. The emergency-breathing valve would open allowing spontaneous breathing. Manual ventilation with an alternate device may be considered necessary. Based on the available information it can be derived that the device behaved as specified for the reported malfunction.

Event description:
It was reported the evita shut down during a case and the tech was unable to restart the machine. There was no patient injury.